Event description:
Ous MDR - this lead was implanted on (B)(6) 2009. On (B)(6) 2016, a new ICD was implanted. On (B)(6) 2016 an alert transmitted via home monitoring that indicated a shock was delivered. From the iegm, it appeared that this lead had disconnected. The patient was brought in and therapy was turned off. The patient received a new ICD on (B)(6) 2017. The patient was brought in again on (B)(6) 2017 and this lead was removed.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available trend curves showed a stable pacing impedance around 600 ohms in (B)(6) 2016 with a varying increase in (B)(6) 2016 up to 2500 ohms. Furthermore the trend curve of the r waves demonstrated a varying progression around 14 mv between (B)(6) 2016 with a sudden decrease in (B)(6) 2016 down to 3 mv. The provided iegms showed noise on the rv channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.